Manufacturer narrative:
Complaint conclusion: it was reported that during preparation of a mynxgrip vascular closure device (vcd) 5f, the balloon would not fully deflate. The balloon lost pressure during prep. The vcd was going to be used following an interventional coronary procedure. The balloon was prepped with 100% saline. A second vcd was used successfully. There was no patient injury noted. The patient was reported to have recovered. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1700301 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion: it was reported that during preparation of a mynxgrip vascular closure device (vcd) 5f, the balloon would not fully deflate. The balloon lost pressure during prep. The vcd was going to be used following an interventional coronary procedure. The balloon was prepped with 100% saline. A second vcd was used successfully. There was no patient injury noted. The patient was reported to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The involved procedural sheath was not returned. The advancer tube and the sealant remained in their manufactured position. No obvious anomalies were observed. Leak testing was performed on the balloon of the received device using the returned syringe. No leak was found. The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. Then, the vacuum was pulled to deflate the balloon and it was fully deflated as intended. The inflation indicator pressure release test was performed by using the pressure gage and it was noted to be within specification. A review of the manufacturing documentation associated with lot f1700301 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as balloon failure to deflate and balloon loss of pressure at prep could not be confirmed. Leak testing was performed and the results found no leak in the balloon of the returned device. The balloon was fully inflated and deflated as intended per the mynxgrip instructions for use, (IFU). Based on the information provided and the investigation performed the root cause of the reported event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1700301 indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The product has not been returned for evaluation. Additional information will be submitted within 30 days of completion of the product evaluation.

Event description:
It was reported that during preparation of a mynxgrip vascular closure device (vcd) 5f, the balloon would not fully deflate. The balloon lost pressure during prep. The vcd was used following an interventional coronary procedure. The balloon was prepped with 100% saline. A second vcd was used successfully. There was no patient injury noted. The patient was reported to have recovered. The vcd will be returned for analysis.